Event description:
An ipp device was implanted on 2/21/97. The pt complained of pain and the device would not deflate. Revision surgery was performed on 3/4/97 to reposition the reservoir-"popped out."